Event description:
Rv lead noise led to detection and inappropriate therapy. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.